Event description:
Independent repair center customer alleged alarming/red light. The key failure is the 4 way valve is leakingassociated malfunction for this device: valve operator leaking, sieve beds saturated, zip ties and clamps leaking.